Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was also completed. The returned specimen sample (sid (B)(6) was tested with the following results: alinity I syphilis tp: 0.91 s/co (non-reactive) mikrogen recomline treponema igm: negative (no reaction) mikrogen recomline treponema igg: negative (tp47 and tp15; very low intensity) no discrepant results were identified between alinity I syphilis tp and recomline treponema igm/igg. Note: testing was performed using a retained reagent kit of alinity I syphilis tp reagent lot 72011be01 as the complaint lot 67743be01 expired and was not available for testing in the abbott shanghai laboratory. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 72011be00/01, but an increase in complaint activity was identified for lot 67743be01, however, no increase in complaint activity was identified for list number 07p60. A device record history review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot numbers. In-house testing of a retained reagent kit of the complaint lot 67743be00 and lot 72012be00, which contains the same bulk materials as the return testing lot 72011be01, was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 67743be01 was identified.

Event description:
The customer observed false nonreactive alinity I syphilis results for a 25-year-old female patient who reported a history of occupational exposure to syphilis. The initial alinity I syphilis result was negative at 0.88 s/co, followed by a repeat test at 0.86 s/co. The elisa result was positive, the roche test yielded a positive result of 3.09 coi, the autobio test yielded a positive result of 3.95 s/co. The specimen was sent to the cec for supplemental immunoblotting testing. No impact to patient management was reported.

Event description:
The customer observed false nonreactive alinity I syphilis results for a 25-year-old female patient who reported a history of occupational exposure to syphilis. The initial alinity I syphilis result was negative at 0.88 s/co, followed by a repeat test at 0.86 s/co. The elisa result was positive, the roche test yielded a positive result of 3.09 coi, the autobio test yielded a positive result of 3.95 s/co. The specimen was sent to the cec for supplemental immunoblotting testing. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730.